Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported an infusion completed sooner than expected. There is no report of patient harm. The customer later reported this event was possibly related to a discrepancy with the bag's initial volume or to fluid being wasted by over priming the IV set. The customer declines further investigation.